Manufacturer narrative:
During a renal intervention to inflate a stent using an inflator the palmaz blue aviator plus 5x18/142p-pk was leaking in the shaft and it was noted that there was a wire hole in the shaft. The palmaz blue was exchanged for another palmaz blue and the procedure was completed successfully. There was no patient injury. The target lesion vessel length was about 18mm. The rate of stenosis of the target lesion was 90%. The lesion calcified was 90%. The vessel was not tortuous. The balloon inflated normally. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. No other information was provided. The product was not returned for analysis. A device history record (DHR) review of lot 17567919 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a rate of stenosis of 90% and calcification of 90% may have contributed to the reported event. Procedural and handling factors may have contributed to the event if a guidewire was pushed out through the catheter shaft wall, however this could not be confirmed. According to the information for safety labeling ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that during renal intervention to inflate a stent using an inflator; the palmaz blue aviator plus 5x18/142p-pk was leaking in the shaft, it was noted that there was a wire hole in the shaft. The palmaz blue was exchanged another palmaz blue and the procedure was completed successfully. There was not patient injury. The balloon inflate normally. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. The target lesion vessel length is about 18mm. The rate of stenosis of the target lesion is 90%. The lesion calcified is 90%. The vessel was not tortuous. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The product will be returned for analysis. No other information was provided.

Manufacturer narrative:
During a renal intervention to inflate a stent using an inflator, the palmaz blue aviator plus 5x18/142p-pk was leaking in the shaft, and it was noted that there was a wire hole in the shaft. The palmaz blue was exchanged for another palmaz blue and the procedure was completed successfully. There was no patient injury. The target lesion vessel length is about 18mm. The rate of stenosis of the target lesion is 90%. The lesion calcified is 90%. The vessel was not tortuous. The balloon inflated normally. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the stent delivery system prior to use. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. No other information was provided. The product was returned for analysis. One non sterile blue/aviator/plus 5x18/142p pk was returned. Per visual analysis it was noted that he balloon had not been inflated or deflated. No other anomalies were noted. Per functional analysis a leak test was performed and a leakage was observed on the catheter body near to the guide wire lumen port. Per microscopic analysis a rupture was observed on the catheter body near to the guide wire port that was causing the leakage found during the functional analysis. Per sem analysis the ruptured area of the aviator body revealed evidence of a shredded pattern and elongation. It is likely that the guide wire caused the damage when it was being inserted. No other issues were noted during the sem analysis. A device history record (DHR) review of lot 17567919 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft- leakage - in-patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the event as evidenced by the shredded pattern and the elongations noted on the shaft during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.